Event description:
Patient called vad coordinator indicating that he had been having intermittent red heart alarms. Pt complained of diaphoresis, and dizziness. During conversation, the device alarmed again and the patient had a syncopal episode. Ems was called. Upon arrival, patient was unresponsive with agonal breathing. Lvad was changed to batteries for transport to closest ed. He was stabilized and life flighted over to our hospital. When the device was connected to the ground cable to download data, the pump alarmed again. The patient was placed back on batteries and an ungrounded with no further alarms. Waveforms were sent to abbott and the conclusion was a "short to shield" situation, meaning that there is a compromised insulation to the conductor(s). Outside driveline was replaced 2 days later.

Event description:
Patient called vad coordinator indicating that he had been having intermittent red heart alarms. Pt complained of diaphoresis and dizziness. During conversation, the device alarmed again and the patient had a syncopal episode. Ems was called. Upon arrival, patient was unresponsive with agonal breathing. Lvad was changed to batteries for transport to closest ed. He was stabilized and life flighted over to our hospital. When the device was connected to the ground cable to download data, the pump alarmed again. The patient was placed back on batteries and an ungrounded cable with no further alarms. Waveforms were sent to abbott and the conclusion was a "short to shield" situation, meaning that there is a compromised insulation to the conductor(s). Outside driveline was replaced 2 days later.